Event description:
Reference number (B)(4). Event occurred in egypt it was reported that the patient experienced the infusion set fell off due to inadequate adhesion event on (B)(6) 2026. No further information available.